Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 157 events were reported for this quarter. Product return status 24 devices were received. 132 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information 157 devices were not labeled for single-use. 157 devices were not reprocessed or reused.

Event description:
This report summarizes 157 malfunction events in which the device had paint chips missing. - 157 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 157 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 128 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 157 malfunction events in which the device had paint chips missing. 157 events had no patient involvement; no patient impact.

Event description:
This report summarizes 157 malfunction events in which the device had paint chips missing. 157 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 157 previously reported events are included in this follow-up record. Product return status 24 devices were received. 132 devices were evaluated in the field. 1 device was not available for evaluation.